Manufacturer narrative:
Sc-1132 (sn: (B)(6)) the returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient was experiencing over stimulation and burning sensation. The patient underwent an implantable pulse generator (ipg) explant procedure and was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing overstimulation and burning sensation. The patient underwent an implantable pulse generator (ipg) explant procedure and was doing well postoperatively.